Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, alaris smartsite, IV tubing found to be leaking from a small hole in the tubing. Additional information: when was this defect observed? During or before use on patient? After it was attached to patient if during use, what was the impact to the patient? No impact what was the medication/fluid in use at the time of the event? Saline was this a chemotherapy drug? No.

Manufacturer narrative:
One video was taken by the customer that verifies the leak coming from the bottom of the silicone segment. Due to no sample being received an investigation cannot be conducted. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.